Manufacturer narrative:
Vyaire file identification: (B)(4). The defective device/unit was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a xdcr (transducer) fault alarm occurred on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.